Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a tissue injury and a clip difficult to remove. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium. During a procedure with a mitraclip ntw, the target was a2 and p2 leaflets. When the clip delivery system (cds) was returned from the left ventricle (lv) to the left atrium (la), it got caught in the chordae tendineae. This resulted in a chordal tear and the mr increased in the lateral position. The mitraclip ntw was able to be implanted, and the mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to remove (clip caught in chordae) was unable to be determined. The reported tissue injury appears to be related to the reported difficult to remove (anatomy). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.